Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified and tortuous left anterior descending artery. A 2.25 x 26 non-bsc stent was advanced but failed to cross the lesion. A 2.25 x 20mm synergy drug-eluting stent was advanced but also failed to cross the lesion. Another attempt was made to cross using a 2.50 x 20 synergy drug-eluting stent, but still failed. A 6f guidezilla ii guide extension catheter was used; however, it seemed to have frayed the stent at the transition point (collar). There were no patient complications reported and the patient was stable.